Event description:
A customer reported experiencing a cartridge alarm 20 while using the pump during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer, who had not previously reported similar alarms with this pump, was provided with instructions for backup therapy using multiple daily injections (mdi) and was instructed to return the malfunctioning pump. Technical support decided to send a replacement pump, confirmed the shipping address, and guided the customer on how to store the pump and handle the new one once it arrived.